Event description:
It was reported that the lead was explanted due to out of range impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This lead exceeds 12 years of service, and no patient complications or injuries were indicated. No user facility follow up will be done. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: no anomalies found; full lead returned for analysis.